Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" on (B)(6) 2025, due to the patient's poor peripheral vascular needs to be placed into the catheter is easy to infuse fluids, to the patient placed in the central venous catheter, found that the tip of the guidewire is kinked, immediately stop the operation, changed a new one." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that"(B)(6) 2025, due to the patient's poor peripheral vascular needs to be placed into the catheter is easy to infuse fluids, to the patient placed in the central venous catheter, found that the tip of the guidewire is kinked, immediately stop the operation, changed a new one." There was no medical intervention required. The patient's current condition is reported as "fine".